Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator had a frozen screen. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire fse, arrived on site to evaluate suspect device. The following information is derived from (B)(4). The service technician was able to confirm the reported issue. Replaced defective uim and proceeded with pm. The customer supplied pm parts. Replaced all pm parts, including the o2 sensor. Ran ovp; the unit passed all tests and operates in accordance with OEM standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.